Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. The device was not returned for evaluation. Furthermore, the device history record review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of the reported lot number. In the meantime, all information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the closed chest tube drainage system (aqua-seal) showed disconnection without traction. The customer stated that the collection bottle extension (aqua-seal) that connects to the chest drain is made of pvc material.